Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited a failure to capture and low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were confirmed. The final analysis found that as received, a partial lead was returned in two pieces with the helix extended and clogged dried blood/tissue. An external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 11.1cm to 11.6cm from the connector pin. Also, procedure damage to the outer insulation was noted at 7.0cm and 21.2cm to 23.2cm from the connector pin. The cause of the reported event was isolated to external abrasions consistent with friction to the device can and to another device or features of the heart.